Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and e70 error alarm was confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing; the motor was tested outside the device and passed. Unable to perform a21 error test, occlusion test and excessive no delivery test due to motor error alarms. The insulin pump was monitored and no blank display anomalies were noted. No damage was found on the lcd isolation tape noted. The operating currents are within specification and passed the rewind, basic occlusion test, prime test and displacement test. The insulin pump had cracked case at the display window corners, cracked display window, stained end cap sticker and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and the pump shuts off by itself. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump may have possibly been worn in or around an x-ray machine. It was also found that there were multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.